Manufacturer narrative:
The root cause for the low tni complaint could not be determined. Retain devices from lot w59052 were tested with calibrator j and no discrepant low results were observed; the customer's complaint of discrepant low tni was not replicated. The product performed as expected. No sample was returned; unable to rule out sample specific interference as a potential cause of the discrepant results. The batch records for lot w59052 were reviewed; this lot met all manufacturing final release specifications. This is the only complaint for lot w59052 for discrepant low results. The customer's complaint of discrepant low tni was not observed. No indication of product deficiency; no corrective action required at this time.

Event description:
Customer reported a potential discrepant low result with triage troponin I (tni) test vs. Hospital stat test and lab analyzer. An (B)(6) old male patient presented at the ER with cough, sore throat and fatigue. Samples were collected at 18:06, 20:00 and 21:40. An EKG had revealed inferior and lateral st depression which prompted the enzyme testing to be performed. No further patient information available. Per the caller, the physician was concerned as to why the triage test results were not closer to their istat high normal test results. Patient had been released prior to receiving the laboratory result; patient then had to be brought back to the hospital by ambulance and ruled in as an mi. Although requested, information on whether the patient was admitted and what treatment may have been given is not available.